Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported there are black lines on the display. Caller stated there were problems to read the numbers correctly. No adverse event reported. Requested return of the alleged meter for evaluation.